Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with a blank display due to faulty interface board. The pump had corroded battery cap contact. Analysis was unable to verify operating currents or low battery alarms due to blank display. The insulin pump was received with scratched lcd window, and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call a blank display. Blood glucose at the time of incident was unknown mmol/l. The customer states the batteries were only lasting a week. The customer stated the insulin pump would display low battery, then full battery and finally blank screen. She stated the display was blank less than 30 seconds. The customer stated the battery cap was not damaged or corroded. The customer stated she had reported previously troubleshooting was not performed. The device will not be returned for analysis.